Event description:
It was reported that low sensing and high capture thresholds were observed at follow-up. X-ray revealed dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.